Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that surgeon requested tc3 sigma for the patient on (B)(6) 2018. Patient was revised due to breakage of cemented femoral stem implanted in 2010. Patient had a tc3 femur with +2/2 femoral bolt and cemented 15x60 stem. Patient stem broke at femoral adapter 5 degree and stem junction. Upon arthrotomy, it was noted loose femoral component at bone to cement interface and metal debris using moreland instruments. All femoral components were explanted and sent to pathology for review and possible litigation. Patient was revised to tc3 femur with femoral adapter 5 degree and + -z bolt and 15x90 tapered cemented stem with distal and post augments. It was also reported in the der that the stem was fractured. Depuy cement was used in the event. Doi: 2010; dor: (B)(6) 2018; unknown knee.